Event description:
Per the audiologist, the pt reported that his healing cap came off one week after surgery (date not reported). He did not replace the cap. The pt underwent a tissue reduction surgery in 2008. Granulation and soft tissue around the abutment were removed. The abutment was removed, re-sterilized and placed back on the flange fixture. Per the surgeon, the placement was "slightly more inferior than typical" due to the pt wearing a hard hat on a daily basis for work. The pt will be fit with the baha sound processor after the surgery site heals.

Manufacturer narrative:
The type of event is addressed in the device labeling.